Event description:
Procedure: hemi colectomy. According to the reporter: the stapler was placed across colon and when the stapler was fired the staple cartridge of sulu was pushed out of the housing. A staple line failure resulted. The stapler did not cut the tissue as the surgeon identified the issue with the sulu and ceased the firing. There was leakage, but the surgeon thinks this was from the unformed staples which penetrated the tissue. The surgeon removed the sulu and with a new sulu fired across the incomplete staple line. Then the surgeon oversewed with suture. Around 30-45 minutes were added to procedure, but the procedure was not converted to open procedure. The tissue appeared to be in good condition.